Event description:
The report we received from our affiliate indicated that 12 months after plavix was stopped, stent thrombosis occurred. The patient expired.

Manufacturer narrative:
The product is not available for evaluation and testing. The product of unknown catalog and lot number is distributed outside the united states, however, it is similar to the united states product. Additional event, patient, procedure and product information has been requested and will be submitted within 30 days from receipt.